Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Subsequently, the pump intermittently shut down. The customer's blood glucose ranged from 370 mg/dl to over 400 mg/dl. Reportedly, the customer charged the pump and continued to use the pump for insulin therapy.